Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the two week follow-up, the right ventricular (rv) lead exhibited decreased amplitude measurements and increased threshold measurements. It was indicated the rv lead would be repositioned in the future and the device was reprogrammed to aai. During the revision procedure, the rv lead was successfully repositioned. No additional adverse patient effects were reported.